Manufacturer narrative:
The following other devices were also listed in this report: tri ts femur sz7 left; cat # 5512-f-701; lot # gfhj. Tri ts baseplate size 7; cat # 5521-b-700; lot # fxoh. Triathlon stem extender 25mm; cat # 5571-s-025; lot # mmn26m. Triathlon cemented stem-15mm x 50mm; cat # 5560-s-115; lot # m8l37h. Tri lm/rl tib aug sz7 5mm; cat # 5545-a-701; lot # gbwa. Tri rm/ll tib aug sz7 5mm; cat# 5545-a-702; lot# guay tri post augment sz7 5mm; cat# 5543-a-700; lot# fmmg triathlon femoral distal augment 10mm - size 7 left; cat# 5541-a-701; lot# fmin triathlon ts plus tibial insert x3; cat# 5537-g-716; lot#mlkna2 simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# miu078 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The subject is enrolled in the (B)(6) study. The subject came in for the scheduled 2-year follow-up visit for the study where the subject had complaints of excessive knee pain. On the adverse event form filled out for this, the site noted that it was "uncertain" whether or not it was device-related. Anterior knee pain has always been present, however more recently for the past 3-4 months, the subject has been experiencing chronic knee pain. On the form where it has been marked off as "uncertain" if device-related, it was also noted that radiolucencies were present around the femoral stem but that the symptoms do not actually match this observation. The site will be obtaining labs to confirm if an infection might be present. More information can be provided as it becomes available from the site.

Manufacturer narrative:
An event regarding pain involving a triathlon stem was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated "in view of the normal esr and crp, and unchanged x-rays on (B)(6) 2016 compared to two years earlier, there is no evidence the pain described on (B)(6) 2016 is related to factors of faulty component design, manufacturing or materials. In this large male patient with a history of greater than five previous surgeries to the left knee, some persistent pain due to soft tissue and scar formation is not unexpected." -device history review: all devices accepted into final stock met specification. -complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: a review of the provided records by a clinical consultant indicated that "in view of the normal esr and crp, and unchanged x-rays on (B)(6) 2016 compared to two years earlier, there is no evidence the pain described on (B)(6) 2016 is related to factors of faulty component design, manufacturing or materials. In this large male patient with a history of greater than five previous surgeries to the left knee, some persistent pain due to soft tissue and scar formation is not unexpected." A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The subject is enrolled in the (B)(6) study. The subject came in for the scheduled 2-year follow-up visit for the study where the subject had complaints of excessive knee pain. On the adverse event form filled out for this, the site noted that it was "uncertain" whether or not it was device-related. Anterior knee pain has always been present, however more recently for the past 3-4 months, the subject has been experiencing chronic knee pain. On the form where it has been marked off as "uncertain" if device-related, it was also noted that radiolucencies were present around the femoral stem but that the symptoms do not actually match this observation. The site will be obtaining labs to confirm if an infection might be present. More information can be provided as it becomes available from the site.